Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. He took manual injection to bring it down. Customer¿s current blood glucose value was 327 mg/dl. Customer also stated that infusion set tubing was detached. Use of auto mode at the time of high blood glucose event was unknown. The insulin pump will not be returned for analysis.